Event description:
Further information notes externalized conductors were observed.

Event description:
It was reported that during explant for a normal eri, when the chronic lead was connected to the new device and dft testing was performed, the therapy did not rescue the patient. The patient was externally rescued. An alert for low hv lead impedance was observed. Etp was entered to clear the hv lead message. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.